Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the "large cutter" allegedly broke during use.

Manufacturer narrative:
The returned device matched the report and the reported damage was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The hardness of the device is according to specified parameters. The cutter t2 kids large is composed of four sub-components: wrench, handle, nut and sleeve, whereas only the sleeve appeared to be broken. Some of the breakage surfaces show the typical fan-shaped structure of a torsional forced fracture. The surgical technique advises amongst others: ¿¿cut the nail by moving the handles smoothly towards each other¿¿ a fracture like present could only have happened by applying undue force on the handles which is classified as unintended use. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather user related due to undue force. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. The event was not linked to a deficiency of the device. In case other relevant information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
It was reported that the "large cutter" allegedly broke during use.